Event description:
It was reported that there was a dead spot on the programmer screen. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: the failed touchscreen was replaced. A functional test passed and software was reloaded.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.